Manufacturer narrative:
Mayfield composite series base unit (a3101) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. Unit received had the handle readjusted due to testing low when put under pressure. The end cap was replaced on the left bracket side due to not being received with the unit. The swivel sleeve was replaced due to worn teeth. Unit received with an additional swivel adapter that will be evaluated under its own line. Due to the extra a3018 not being able to have its own line, the extra swivel adapter will be included in with the base unit. Root cause: complaint confirmed via inspection of the unit. The handle tested low when put under pressure and needed to be readjusted. Unit required replacement of worn components. Probable root cause is routine use and wear.

Event description:
A facility reported that the mayfield composite series base unit (a3101) does not hold in use. No patient injury or surgical delay has been reported.